Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-28, lot# va0t2ne, implanted: (B)(6) 2015, product type: lead.

Event description:
A manufacturer representative (rep) reported that a patient had a pocket revision on (B)(6) 2016 and pre-surgery impedances were within normal limits. However, post pocket revision, all contact pairs with electrode 1 were showing >40k ohms. When tested at 3v, electrode 1 was showing >32k ohms as well. The patient is not programmed yet and is not using contact 1. Indication for implant is dystonia and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.